Manufacturer narrative:
Initial reporter address line 1: (B)(6). Initial reporter address line 2: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: "visual analysis of the returned device identified fold creases and white particles. A weight test of the device was verified and the device was within specification. Cloudy after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: -no issues found related with the manufacturing." The event of "capsular contracture" baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture" baker grade iii.

Event description:
Healthcare professional reported right side "capsular contracture" baker grade iii. The device has been explanted.